Event description:
(B)(4). Since I had the essure put in I have had bad hurting crampping, heavier bleeding where I well bleed through my clthoes . I have pains where my ovaiarys are and they swell up. I have been having more and more pain through all of my female oragans through my intire abdoman.

Event description:
(B)(4). I had my hysterectomy (B)(6) 2015 , the essure coils were coming out the back part of my tubes. I was left with my left ovary. I had to have surgery again (B)(6) because of the damge essure had done. I had to have the left ovary removed, it had cysts on it and I had a mass that was growing on it. They did test no cancer. I had to have a stent put into my bladder. I had it in my bladder for 2 weeks after surgery. I could barley go pee, because of the damage I had from essure; the tubes to the bladder were swelled almost closed. Now I have to go and have test done on my bladder and my kidneys. I should have never had never had to go through this pain since 2007. I had my fibromyalgia where it wasn't hurting me. Now it is full blown "conast" pain from it. I have lost all of teeth, I keep these little bumps on my legs and the back of my arms that itch all the time, my depression is worst now. I still stay swelled from surgery. I should have never had to have any of these problems or the surgery's.